Manufacturer narrative:
(B)(4). Four used caresite valves, without packaging, were received for evaluation. The caresite valves were received attached to safeline t-port extension sets (ref # (B)(4)). The male luer of the caresite was connected to the female port of the extension sets. In an attempt to replicate the reported event, the returned sample set-ups (with caresite valves still attached to the extension sets) were tested at 10 psi water pressure. Leakage was observed at the caresite / extension set port connection of all four samples. An attempt was then made to remove the caresite valves from the extension sets. The caresite valves were able to be easily removed from all extension set ports. There was no resistance or "sealing" of the valve noted upon removal of the extension set luer ending. Upon removal of the caresite valves, all four (B)(4) extension sets exhibited a vertical crack along the body of the luer lock port. The cracks appeared consistent with applied stress. All four caresite valves were then individually subjected to luer taper, flow, and leakage testing according to specification with acceptable results. There were no leakages observed within the caresite valves. The valves were also viewed under magnification and there was no evidence of any cracks or crazing lines on the caresite valve itself. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. Although the exact cause of the cracking observed on the (B)(4) extension set could not be determined, cracking of this nature can often be the result of an excess torque force in combination with over-tightening the connection. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event: reports there have been issues of cracking and leaking caresite valves. The valves are leaking a variety of solutions and sealing the valve to the PICC line, causing removal and replacement of PICC lines in the nicu. The caresite valve is attached to a t-port extension set (ref # (B)(4)), and the extension set is attached to the PICC line. In cases where the valve sealed onto the luer ending, only the extension set had to be replaced instead of replacing the PICC line.